Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No indication was found for a manufacturing related issue. No additional complaint has been reported for this lot number previously. Investigation summary: based on the condition of the returned sample the reported failure to deploy could be confirmed. The stent graft was found not completely deployed and the outer sheath was found elongated which indicates that increased friction affected the delivery system during attempt of stent graft deployment. As a result of the investigation performed the complaint is confirmed. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Event description:
It was reported that during a stent graft deployment procedure, the endovascular stent graft allegedly failed to deploy from the delivery system; therefore, the delivery system was removed without incident. Reportedly, another endovascular stent graft delivery system was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent graft deployment procedure, the endovascular stent graft allegedly failed to deploy from the delivery system; therefore, the delivery system was removed without incident. Reportedly, another endovascular stent graft delivery system was used and the procedure was completed. There was no reported patient injury.